Event description:
Customer complaint of blood results reading "hi". Customer stated that he's feeling ok. He is on medication. Customer stated that he had something to eat before testing. I had customer to recall his memory and the results here: hi, hi, hi 232, 221, and 370. Time and date was not set. Customer stores his strips in his bedroom. I had customer perform a blood test his result was still showing "hi". No adverse event report.

Manufacturer narrative:
Internal report # (B)(4). Prod not yet returned for eval.

Manufacturer narrative:
Internal report #:(B)(4). Product not returned for eval. Most likely underlying root cause is: strip issue.